Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that at the time of the implant, the patient was on support in the operating room, and no issues occurred until the chest was closed. The patient then had low flow alarms and the chest was reopened. The patient still had low flow alarms, and the flow was checked with a transonic flowprobe and found to be fine. Low flow alarms continued until the system controller was exchanged and there were no further alarms.

Manufacturer narrative:
The report of low flow alarm was confirmed based on the information recorded in the data log file retrieved from the returned system controller. On (B)(6) 2014, numerous low flow hazard alarms associated with flow estimation levels below 2.5 liters per minute (lpm) were captured on the retrieved log file. The system controller was functionally evaluated and the investigation determined that the system controller¿s flow calculation values were lower compared to that of a reference system controller; however, it was noted that the system controller was still operating within the specified performance parameters. Estimated flow can vary due to device tolerances, where one system controller may alarm, another may be at or slightly above the alarm threshold. An improvement was made in system controllers with software version 7.23 such that flow is more consistent between pocket system controllers. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.